Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose nylon screws. The loos nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/se-loaded state and the lower link switch does not activate.